Event description:
The facility reports the jib assembly pulled from the lift arm while the lift was being used to raise a resident. The jib assembly hit the resident on the arm. The resident was approximately two inches off the bed. There were no noticeable injuries at this time.